Manufacturer narrative:
The reported event of electric anomaly was not verified as the event could not be reproduced. The programmer was plugged in to an external power source and the system booted up successfully. The system was tested for electrical leakage and high voltage with no anomalies found.

Event description:
It was reported that after plugging in the programmer, an electrical noise was heard when turning the programmer on and an electric shock was felt by the healthcare professional. The healthcare professional was in stable condition and there were no lasting symptoms.